Event description:
Reportedly, ino ventilator failed. Ventilator was unable to deliver prescribed dosage of nitric oxide gas 40ppm. Nitric oxide dosage read at -4ppm. Machine high cal within prescribed time frame and daily low cal re-attempted with no change. Reportedly, patient was without prescribed nitric oxide for approximately 15 minutes, during calibration and set-up of the new ino ventilator. Reportedly, there was no patient harm.